Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedances ranging from 140-150 ohms. When programmed rv coil to can impedances measured 180 ohms. Technical services discussed performing a defibrillation threshold (dft) test and to evaluate vector breakdown. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead was surgically abandoned and replaced during a routine device change out procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedances ranging from 140-150 ohms. When programmed rv coil to can impedances measured 180 ohms. Technical services discussed performing a defibrillation threshold (dft) test and to evaluate vector breakdown. At this time, the lead remains in service. No adverse patient effects were reported.